Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer began using a new cartridge and noticed during the fill-tubing process that the displayed units increased to 100. The customer then observed that the cartridge was leaking and that insulin had entered the insulin chamber. The customer removed the cartridge, cleaned and dried the chamber, and successfully started a new cartridge without further issues. The customer described attaching the cartridge and connector outside of the pump, and was advised to rewind the pump, insert the cartridge by itself, and attach the connector only after the cartridge was seated in the pump. The customer stated understanding and planned to call for assistance during the next set change. Bg levels were not affected by the issue, and the cartridge lot number could not be obtained. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.